Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing at the nose of the molded joint and at the 0 cm depth marker. The segment of tubing between the nose of the molded joint and the 0 cm depth marker was not returned. A ring of biological material was present surrounding the catheter tubing between the 0 cm and 1 cm depth markers, suggesting that the break had occurred close to the insertion site. Microscopic inspection of the break sites found that the fracture surfaces were granular and the edges were rounded, features typically associated with tensile stress. Additionally, a portion of the fracture surface at the 0 cm depth marker had a rougher texture, giving an appearance of multiple non-uniform shavings sticking out of the tubing. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported catheter placed the (B)(6) 2025, catheter length 42 cm, placed at 1 cm mark at the insertion site. No secureacath, no j-loop, fixated with statlock. Breast cancer patient, adjuvant chemo, ec (epirubicin and cyclophosfamid) two chemo cycles has been given. Today the (B)(6), patient went to a health care center to do care and maintenance on the PICC. The nurse saw that the PICC was broken, it was in two pieces, gone off at the transition from catheter to wing. No fluid given, catheter was pulled out. No patient harm reported.